Event description:
Pt presented with pain, films were taken. It could be visualuzed radiographically that the insert was worn. Pt was operated on-knee opened, insert replaced along with a patella insertion. Metal surfaces were well fixed.